Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional ¿ attorney. (B)(4).

Event description:
Patient was revised to address dislocation, throbbing and aching. Aside from what was previously alleged, it was stated that the patient sustained severe injuries, large amounts of toxic cobalt-chromium metal ions and particles to were released into the plaintiff's blood and tissue bone surrounding the implant as a result from the friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner, severe pain, discomfort, inflammation, partial or complete loss of mobility and loss of range of motion. Doi: (B)(6) 2008; dor: (B)(6) 2013 left hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative:  UDI: (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot c4bce1000 device history batch null device history review a DHR review was conducted previously on (B)(4).. No deviations or anomalies were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.